Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the patient experienced intermittent audio alert and an adverse event. Patient reports that the continuous glucose monitor (cgm) displayed a low blood glucose (bg) level but did not alert her to the low. Patient grandson came home from school at 3:30 pm and found patient unconscious. Patient's grandson called 911 and tried to treat patient with honey, but was unable to open patient's mouth. Emergency medical technicians (emts) arrived and treated patient with IV. Patient regained consciousness while IV was in her arm. Patient was not transported to hospital. No glucose values were provided. Additionally, the patient tested the alert function of the receiver and the audio alert did work. The alert setting was turned on for the alert that was missed. At time of contact, patient is walking and talking. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. A manual drop test for intermittency was performed and the test passed. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.